Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed a visual inspection and found bent electrode, sensor failed per inspection.

Event description:
It was reported that the transmitter was not flashing green when connected to the sensor. Customer's blood glucose level at the them 128 mg/dl. Troubleshooting occured, and it was determined that the cannula was bent. No additional info was provided.